Event description:
It was reported during an ent procedure, the physician was using a procise ez plasma wand and the wand would not ablate tissue. The physician resorted to a standard suction bovie in order to complete the procedure. There was not pt injury reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.